Manufacturer narrative:
The international service technician reported the device was not in use on a patient at the time of the reported event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device shut down and displayed vent inop due to a machine and proximal sensor failure. There was no patient harm.